Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that it was not possible to get any green lights on the telemetry portion on the monitor, during a manual transmission. The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.